Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: the harmonic ace curved shears instrument was received and failure analysis found the instrument to have teflon pad damage. The teflon pad was damaged at the midpoint, and the damage was axially aligned with the pad. The teflon pad was found to be damaged with possible missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, a fragment from the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment broke off while the surgeon was dissecting long vessels. The fragment was retrieved during the same surgical procedure which was completed robotically using a backup harmonic ace instrument. No additional surgical procedure was performed due to the fragment. No x-rays or imaging was conducted. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.